Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery alarm and displacement tests. There was no motor error alarm and the motor passed the motor test. The drive support disk was inspected and there was no anomaly. The insulin pump had cracked battery tube threads, cracked display window corners and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose and motor error alarm on the insulin pump. Customer's blood glucose reading was 412 mg/dl. Customer treated their high blood glucose via bolus delivery. Troubleshooting for the motor error on the insulin pump was performed. Customer advised the drive support cap appeared normal. Customer advised they were able to rewind the insulin pump. Customer received motor error more than once in a 30 day period. Customer advised the motor error alarm occurred during basal delivery. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.